Event description:
It was reported the stimulation was not working. The manufacturing representative was communicating with the implantable neurostimulator (ins) with the programmer and the ins was acting like it reset and was asking for a lead configuration. The patient reported that the ins had not been working for six months prior to the report. The patient received a new programmer because it was not reading the ins. This did not resolve the issue. The patient reported that six months prior to the report they had an error code of either 171 or 117 with a call your doctor icon. The patient had a cervical lead wire. An electrode test at 0.7 volts was done and nothing was flagged as out of range. However, the highest value was 4000 ohms and the lowest was 500 ohms. When the 0-3 lead was programmed the patient did not feel stimulation up to 6.0v. When the 4-7 lead was programmed at 2.5 volts the patient felt stimulation and had coverage of the normal pain area.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3487a-33, lot# j0107870v, implanted: (B)(6) 2001, product type: lead; product ID 3487a-33, lot# j0107870v, implanted: (B)(6) 2001, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).